Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (100 mcg at 49.96476 mcg/day), clonidine (250 mcg at 124.9119 mcg/day), unknown baclofen (200 mcg at 99.92952 mcg/day), and bupivacaine (30 mg at 14.98943 mg/day) via an implantable pump for unknown indications for use. It was reported that review of device logs revealed a pump motor stall (14:29) with recovery (14:58) on (B)(6) 2024 with an unknown cause. Patient denied MRI. Patient did not recall any associated signs or symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.